Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported, "we have had 2 instances with cracked tubing where blincylo was not running. Our last cracked tubing was in (B)(6) 2021." No other information was provided. This report addresses the first instance.